Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the foley catheter balloon was difficult to deflate during the pretest. The user allegedly grasped the balloon with a hand to remove the water.

Event description:
It was reported that the foley catheter balloon was difficult to deflate during the pretest. The user allegedly grasped the balloon with a hand to remove the water. Per sample evaluation from investigator via email on 22feb2022,asymmetrical balloon was found during sample evaluation.

Manufacturer narrative:
The reported event was unconfirmed because the reported failure could not be reproduced. The device met relevant specifications. The product was not used for patient treatment. The product had not caused the reported failure. Visual evaluation of the returned sample noted one opened (without original packaging), used three-way silicone foley. Visual inspection of the sample noted 1 three-way foley temp sensing catheter inflated balloon with 10 ml methylene blue solution (3 drops 1% aq methylene blue per 100ml distilled water) and the balloon deflated in 1 min (15.50 sec) passively with no issues. No missing parts. Dissected balloon to find inflation notch perforated. This does meet the specification, where it is inspected for ¿verify that the eye punches are complete and notch according to the applicable drawing¿ and ¿flashes that cause completed occlusion and/or partial eye and/or notch occlusion are not permitted¿. No root cause could be found because the reported event was unconfirmed. Also noted asymmetrical balloon with the concentricity was observed to be 90:10 as compared. This does not meet the specification "balloon symmetry shall not exceed a ratio of 70:30 when measured form the side of the shaft." The device history record was reviewed and found nothing that could have caused or contributed to the reported event. Labeling review was not required as the reported event is unconfirmed. H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.